Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced battery module to resolve the issue. The system was verified and ready to use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an si system, the customer informed the technical support engineer (tse) that error 17 appeared when the system was powered on. The site rebooted the system, but the issue persisted. The user provided error details, and tse identified additional errors that indicated a problem associated with the patient side cart (pse), leading to guidance to reset the power cable and the blue fiber cable for that component. After these steps were followed and the system was rebooted, a new error 802 appeared, and tse then advised checking the emergency power-off circuit, but this did not restore normal operation. The customer decided to convert the procedure to a laparoscopic approach. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.